Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During a set up for cardiopulmonary bypass procedure, the pressure could not be set to zero. There was no adverse consequence to the patient as a result of this event.